Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system and requested to change the pump¿s target range; the agent advised the user to consult their trainer before making changes. The clinical diabetes specialist confirmed that a factory reset should be performed and that additional training was needed for the user. Symptoms included shakiness and weakness associated with hypoglycemia, with reported glucose values as low as 40 mg/dl. Outcomes included self-treatment with oral fast-acting carbohydrates such as juice or soda, with no hospitalization or emergency care reported. Investigation included complaint handling and user interview. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hypoglycemia of unclear cause without clinical sequelae or confirmed device failure, and additional training and a factory reset were arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.